Manufacturer narrative:
Correction - the catalog and unique identifier numbers were updated in section d4.

Event description:
It was reported the patient received the following results within 15 minutes: 33 mg/dl using his instant meter and 128 mg/dl tested with a professional meter.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.